Manufacturer narrative:
The mfg records for merci retriever v 3.0 firm, lot number 34732 were reviewed and no anomalies were found that are related to this complaint. The device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.

Event description:
This report is being submitted for merci retriever v 3.0 firm device. A separate 30-day medwatch MFR 2954917-2011-00011 was submitted for merci retriever v 2.5 soft device on (B)(4) 2011. Pt was a (B)(6) female who had a stroke with a large proximal mi occlusion. Physician first started using a merci retriever v 3.0 firm with merci distal access catheter (dac) 044 (mfg by concentric medical). After deploying the device, the physician made 2 quarter turns to torque. Physician said that the clot was very hard and probably had an underlying stenosis. When trying to retrieve the retriever, it would not come out. The retriever then broke near the junction proximal to the loops. He then tried to retrieve the broken retriever tip with a merci retriever v 2.5 soft. At ths point, the v 2.5 soft retriever got ensnared and broke as well. The v 2.5 soft broke on the core wire approx. 10cm from the loops, near the internal carotid artery (ica) siphon. Physician was not able to retrieve the broken retriever even after engaging the wire with a snare. Physician stated that the pt was not doing well because of the massive stroke, but that she was doing no worse due to the device failure.